Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2022 targeting the cluneal nerve. On (B)(6)2024 a nalu representative was made aware during a conversation with the medical clinic that the patient had undergone a full system explant on (B)(6) 2024. Per the clinic staff, the patient requested to remove the system due to non-use. The firm was not notified prior to or at the time of the surgical intervention. The firm became aware of the intervention two days later, on (B)(6)2024. No firm representatives were present for the event and there was no oportunity for troubleshooting or investigation prior to the explant.

Manufacturer narrative:
Review of records found no prior incidents or complaints related to this patient. There is no indication that the patient had any issue with the nalu system and no records of any reports of inadequate pain relief. Reason for the patient not using the system are unknown and the system was discarded by the medical facility during the explant procedure.